Manufacturer narrative:
H6 evaluation codes were updated based on device evaluation method code (annex b) remove b21 and add b01 result code (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d15 compondent code (annex g) remove g07003 and add g07001 h3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this pb980 ventilator generated a battery alarm. When the nurse went to check the alarm, the screen "blacked out and later recovered". Ventilation reportedly continued without interruption. The patient was manually bagged, a new battery was placed in the ventilator and the patient was placed back on the ventilator. The device was available for evaluation. A review of the logs showed that the device experienced a temporary loss of ventilation (lov) at the time of the reported event. The service personnel (sp) inspected the ventilator and found the unit failed power on self test (post) during power up. Sp performed extended self test (est) to clear the codes. The unit passed all calibrations and tests per manufacturer specifications at the time of service. With the available information, the cause of the reported issue could not be determined. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A review of the logs showed that the device experienced a temporary loss of ventilation (lov) at the time of the reported event.

Event description:
It was reported that while in use on a patient, this 980 ventilator generated a battery alarm. When the nurse went to check the alarm, the screen "blacked out and later recovered". Ventilation reportedly continued without interruption. The patient was manually bagged, a new battery was placed in the ventilator and the patient was placed back on the ventilator. The patient was later transferred to an alternate ventilator without injury. A review of the logs showed that the device experienced a temporary loss of ventilation (lov) at the time of the reported event.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan. Medtronic personnel reported event to manufacturer on behalf of the customer. Section d9 estimated date of return h3: the device has been returned and is under evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.